Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. It was reported that the patient was experiencing inadequate stimulation. High impedances were noted wherein seven out of eight contacts were out. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies. Sc-2218-50 (sn: (B)(4)) device evaluation indicated that there were no reported complaints on the leads, product investigation is not required.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.